Event description:
A customer contacted beckman coulter inc. (Bci) stating that a hdl cholesterol (hdld) reagent pack leaked. No injury was reported.

Manufacturer narrative:
The customer was sent a replacement pack for the reagent.